Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient assumed that the circumstances that led to the electrical shocks and the incision not healing correctly was the change/use of older device that was 3.5 years old. The patient said the new incision was glued and not stitched and they were still having issues. The patient said that nothing was done to resolve the incision not healing besides just extra time. The patient stated that they were still getting shocks and that it could be sciatic but they were not sure. The patient noted that the electrical shocks and the incision not healing correctly had not been resolved. The patient said they will give this more time and the new battery was totally different from the old one. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had the new ins implant on (B)(6) 2018. The patient reported that her incision wasn¿t healed yet. The patient reported that she wasn¿t totally healed and her husband said its not healed correctly on the one side. The patient also reported that she was having electrical shocks. No further complications were reported.